Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The aus cuff was identified as too loose for the patient. The existing aus was explanted and replaced with a new aus. No additional patient complications were reported.